Event description:
It was reported that the patient presented in clinic due to an accident. The right atrial (ra) lead had high capture thresholds due to the lead being dislodged. The dislodgement of the ra lead was discovered using fluoroscopy. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.